Manufacturer narrative:
The insulin pump was received with a critical error open book error a pump error 35 found in the formatted history file due to corroded electronic assembly also, received with corrosion at battery tube. The insulin pump had cracked case at the battery tube threads and minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error alarm on the insulin pump. Customer stated there was no response from the buttons. The pump was not dropped or bumped. The pump was exposed to moisture and the customer was explained the replacement procedure. Customer stated that they have a back-up plan. The pump will be replaced.